Event description:
The following has been reported: serial number (B)(6). Received at depot sent logs to ivenix support for analysis. Emailed ivenix support looking for update on (B)(6) 2026 @ 13:23 preliminary investigation: sensor hardware failure (downstream air sensor) the pump will be repaired by the mayo service team. No pump return replaced flag board ball bearing was hanging up on old one pump placed in bring up mode and sent to the test line pass all stations of the test line front housing. Final acceptance, provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 and (B)(6) 2026. Pulled from heratherm @ 04:00 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.